Manufacturer narrative:
Concomitant medical product: 694765 lead implanted: (B)(6) 2009. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) system was explanted due to infection. It was noted that vegetation was seen on the leads. Antibiotic treatment was necessary for the patient. No further patient complications have been reported as a result of this event.